Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after declaring elective replacement indicator (eri). There are no known allegations against the device. No adverse patient effects were reported as a result of this observation. The explanted device was returned for analysis.

Manufacturer narrative:
Initial analysis discovered that this device did not meet labeled longevity expectations. This event will be updated as additional information becomes available.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low voltage capacitors that did not meet design specification. Despite these compromised capacitors, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. This event will be updated if any additional information becomes available.